Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the paramedics were called for a low blood glucose event three to four months prior. The customer's blood glucose was over 30 mg/dl at the time of the event. The customer stated they were treated with an IV and a glucagon shot. The customer could not recall the cause of their low blood glucose. The customer declined to troubleshoot for the insulin pump. The customer also reported having issues with the sensor's tape. Customer declined to return the insulin pump for analysis.